Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient was successfully supported with the impella. The impella was weaned at the end of the procedure and decision was made to place an intraortic balloon pump. After support was concluded, a notification was received indicating that the patient endured ventricular fibrillation with an unknown (undetermined) relationship to the impella device used. Additional information noted the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25170.